Event description:
It was reported that a patient had been experiencing issues with the ilet for more than a week. After changing supplies, the patient ate a meal and their blood glucose rose to approximately 250 mg/dl and did not decrease after two hours. The patient disconnected from the ilet and administered a manual injection. During this time, the patient noted that the dexcom cgm was reading about 30 points higher than a finger-stick measurement and later discovered that the cartridge was leaking. The patient had placed the connector onto the cartridge before inserting it into the ilet, and they were advised that the cartridge should be seated in the ilet before attaching the connector. The patient was also shown how to calibrate the cgm in case calibration was needed in the future. The patient remained disconnected from the ilet after the event because they believed the pump was malfunctioning, although the issue appeared to be related to improper cartridge installation. They planned to stay disconnected until a scheduled training session to try a different infusion set. The reported lot number was 30454. The caregiver also reported that connectors were missing from a recent supply shipment, and a box of connectors was sent, with instructions to contact the distributor for replacement of the missing items. The patient¿s blood glucose was affected, peaking at 226 mg/dl for approximately 2¿3 hours. A manual correction bolus of 3 units was given. No ketone testing was performed, and no medical intervention was required. No immediate health effects were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.